Event description:
The customer observed falsely elevated ca19-9 results for one female (B)(6) patient while using the architect ca19-9xr assay. The customer provided the following results: (B)(6) 2013: 33 u/ml. (B)(6) 2013: 65 u/ml. Testing was completed on another architect analyzer for confirmation (date not provided): 64.7 ng/ml it was indicated that the patient was tested at another lab and the results were not elevated (roche method). Additionally, the patient has been tested by 2 other laboratories and generated non-discrepant results (methods not provided). The patient history had indicated that she had her gall bladder out in (B)(6) 2012 and was taking amlodipine for hypertension. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 28177m500. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 28177m500, was identified.

Manufacturer narrative:
On 12/19/2013 the suspect device lot number was provided: 28177m500.